Event description:
It was reported that pump experienced malfunction alarm with code malf 3, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer planned to stop using affected pump and start using new pump, and no additional troubleshooting steps were reported.